Manufacturer narrative:
Ziv6-35-125-6.0-100-ptx-ci is an investigational device in (B)(4) however ziv6-35-125-6-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. This event is currently still under investigation. A follow up MDR will be submitted within 30 days with the investigation conclusion details

Event description:
The patient enrolled in the study to treat the left distal sfa. The left leg abi was zero and the rutherford classification was four. The morphology of the study lesion in the left distal sfa revealed mild calcification or no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 80 mm with a proximal rvd of 4.8 and distal rvd of 4.5 mm. The percent diameter stenosis of the study lesion was 100 %. There was one patent runoff vessel. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 4 x 80 mm balloon. One 5 mm x 100 mm (lot # c1063282) and one 5 x 40 mm (lot # c1063282) zilver&#59408;tx&#59411;study stents were deployed into the left distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5 x 120 mm balloon. There was no residual stenosis remaining in the study lesion. Post-procedurally, the left leg abi was 0.82. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. Protocol (B)(4), pt. (B)(6), occlusion/restenosis requiring intervention - possibly related to the study product. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent a diagnostic angiography that revealed occlusions proximal and distal to the study stent. Within the study stent there was evidence of restenosis, and in the distal peroneal artery severe stenosis. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a left leg abi of zero, and a rutherford classification of three. Clinical signs and symptoms included persistent claudication, left foot edema and discoloration, and lower limb coolness. On (B)(6) 2015, the patient underwent bare ballooning and bare metal stent placement. "Patient accepted lower limb percutaneous transluminal angioplasty, doctor planted bare stent distal to the study stent in the left sfa, conducted balloon dilatation in-stent and proximal to study stent as well as distal peroneal artery." The physician indicated that the occlusion/restenosis was possibly related to the study product [site queried] and procedure, and not related to a pre-existing condition. On (B)(6) 2015, the patient was discharged from the hospital. Two zilver stents are reported as involved in this event. A separate report will be submitted for each suspect device. Reference also report # 3001845648-2016-00031.

Manufacturer narrative:
Ziv6-35-125-6.0-100-ptx-ci is an investigational device in (B)(6) however ziv6-35-125-6-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. The ziv6-35-125-6.0-100-ptx-ci stent of lot number c1011025 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: the target lesion was a 6cm long distal left sfa occlusion. The proximal occlusion was heavily calcified. The occlusion was mainly relieved with angioplasty except for a focal 5mm distal segment that remained approximately 70% stenosed from plaque recoil. Stenting through the segment completely relieved the stenosis except at the recoiled segment and proximally in the heavily calcified segment. However, these residual stenoses were less than 20%. The inflow was limited by diffusely mild 25% proximal sfa stenosis with a superimposed proximal moderate severe and mid moderate sfa stenoses. The proximal moderate severe stenosis was only evident on the final oblique angiogram edge performed to evaluate the sfa origin. Distal runoff was severely limited. The anterior and posterior tibial arteries were completely occluded. The tibial peroneal trunk was severely irregular and moderately stenotic. Multiple severe nearly occlusive stenoses limited the single vessel peroneal runoff. By 3.5 months, the sfa had occluded from the mid stenosis that had progressed to severe through the proximal popliteal artery. The more proximal moderate to severe stenosis had remodelled to moderate. At secondary intervention, moderate stenosis from neointimal hyperplasia superimposed on diffuse mild neointimal hyperplasia and a severe sfa stenosis contiguous with the distal stent was revealed by balloon angioplasty. The stenosis contiguous with the distal stent was treated with an additional stent after angioplasty failed due to severe recoil. The sfa stenoses proximal the stent improved to at least moderate with angioplasty. The runoff through the nearly occluded tibial peroneal trunk was then addressed with angioplasty. The tibial peroneal trunk and peroneal artery stenosis were improved to moderate with angioplasty except in the distal calf where the peroneal artery still remained moderate severely narrowed. Flow to the foot was provided by the medial tarsal branch of the peroneal artery and tiny collaterals reconstituting the dorsal pedis artery. The moderate in-stent stenosis from neointimal hyperplasia matched a wavy contour of the stent. Lateral imaging with partial knee flexion demonstrated that the wavy contour was secondary to artery shortening and bending upon knee flexion. Impression: mid sfa inflow stenosis progression from moderate to occlusive and development of a severe stenosis contiguous with the distal stent caused stent thrombosis. The moderate distal stent neointimal hyperplasia was secondary to artery bending and shortening upon knee flexion. This moderate in-stent stenosis was insufficient to cause stent thrombosis. The severely limited distal runoff increased the likelihood of disease progression and in-stent stenosis. Significant findings relative to the patient¿s anatomy were observed. Sfa shortening and bending upon knee flexion corresponded to the observed wavy stent contour and moderate neointimal hyperplasia. Significant findings relative to the disease state were observed. The moderate mid sfa stenosis progression to occlusion and new severe stenosis development distal the stent resulted in stent thrombosis. The severely diseased runoff correlated with the improved but still poor abi post implantation. Significant findings relative to the use of the device were observed. Significant stent inflow and outflow limitation increased the risk of in-stent stenosis and thrombosis. Significant findings relative to the design or performance of the device were observed. The stent developed diffuse mild and moderate focal neointimal hyperplasia. No stent fracture or defect was observed.¿ the customer complaint can be confirmed as in stent stenosis from neointimal hyperplasia was observed. In addition moderate mid sfa stenosis progression to occlusion and new severe stenosis development, distal the stent, resulted in stent thrombosis. According to independent reviewer, significant stent inflow and outflow limitation increased the risk of in-stent stenosis and thrombosis. Sfa shortening and bending upon knee flexion corresponded to the observed wavy stent contour and moderate neointimal hyperplasia. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, the most likely cause of this event was the patient¿s condition. It is unlikely that the reported restenosis occurred due to zilver ptx malfunction; however a definitive root cause cannot be determined. It can be noted, that as per instructions for use, restenosis of the stented artery and arterial thrombosis are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the patient underwent bare ballooning and bare metal stent placement. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Two zilver ptx stents are reported as involved in this event. A separate report was submitted for each suspect device. Reference also report # 3001845648-2016-00031. Initial event description submitted as follows: the patient enrolled in the study to treat the left distal sfa. The left leg abi was zero and the rutherford classification was four. The morphology of the study lesion in the left distal sfa revealed mild calcification or no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 80 mm with a proximal rvd of 4.8 and distal rvd of 4.5 mm. The percent diameter stenosis of the study lesion was 100 %. There was one patent runoff vessel. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 4 x 80 mm balloon. One 5 mm x 100 mm (lot # c1063282) and one 5 x 40 mm (lot # c1063282) zilver&#59408;ptx study stents were deployed into the left distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5 x 120 mm balloon. There was no residual stenosis remaining in the study lesion. Post-procedurally, the left leg abi was 0.82. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. Protocol 13-008, pt. 1400120, occlusion/restenosis requiring intervention - possibly related to the study product. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent a diagnostic angiography that revealed occlusions proximal and distal to the study stent. Within the study stent there was evidence of restenosis, and in the distal peroneal artery severe stenosis. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a left leg abi of zero, and a rutherford classification of three. Clinical signs and symptoms included persistent claudication, left foot edema and discoloration, and lower limb coolness. On (B)(6) 2015, the patient underwent bare ballooning and bare metal stent placement. "Patient accepted lower limb percutaneous transluminal angioplasty, doctor planted bare stent distal to the study stent in the left sfa, conducted balloon dilatation in-stent and proximal to study stent as well as distal peroneal artery." The physician indicated that the occlusion/restenosis was possibly related to the study product [site queried] and procedure, and not related to a pre-existing condition. On (B)(6) 2015, the patient was discharged from the hospital.